Event description:
This is filed to report recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation mr) with a grade of 4. One clip was implanted successfully reducing the mr to a grade of 2. A second clip was attempted to be implanted, but had difficulty visualizing and grasping the leaflets so it was removed. On (B)(6) 2022 it was reported that the patient presented with dyspnea and transesophageal echocardiogram (tee) imaging noted that the patient's mr increased to a grade of 3+. Intervention is planned but has not been performed yet. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) appears to be due to worsening patient condition. The reported dyspnea appears to be a cascading event of the mr. Additionally, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.